Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. Reportedly, the patient lost 22 lbs recently. As a result, the physician moved the patient's ipg laterally to the left on (B)(6) 2021.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.